Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on a few occasions, the customer received an unidentified error while loading a cartridge. The customer indicated that a second cartridge was successfully loaded. There was no impact to the customer's blood glucose level. As the loading issue had occurred in the past, tandem technical support was unable to determine a possible cause of the event.